Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, worn-out socket slider switch causing intermittent failure of the high intensity mode, front panel crack damage, front panel chassis deform, switch upgrade requirement, and lens base crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, probable causes for the error code b30 include some kind of abnormality in communication with the scope due to the attachment of foreign substances and moisture at the electrical junction. Olympus will continue to monitor field performance for this device.